Event description:
It was reported that there was a small leak found coming from the disposable blanket. The leak was allegedly a very slow leak and did not disrupt the procedure or cause a delay in treatment. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that there was a small leak found coming from the disposable blanket. The leak was allegedly a very slow leak and did not disrupt the procedure or cause a delay in treatment. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported by the customer that the blanket was slowly leaking. The stryker sr. Quality assurance engineer, and the stryker temperature management marketing manager, spoke with the customer, and were informed that the lot number and specific details of this event were not available. The customer was unable specify where the leak was coming from. It was also confirmed that the event did not cause any injuries or delays in treatment.

Manufacturer narrative:
Unit was previously disposed of.